Manufacturer narrative:
Unit was received with blank flashing white lcd display anomaly due to moisture damage on electronics assembly. Unit was received with moisture damage noted on motor, vibrator motor assembly. Unable to verify button error alarm or keypad unresponsive alarm due to blank display. Unit was received with cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 90 mg/dl at the time of incident. No significant event leading to the alarm was observed. Stuck button troubleshooting was performed and confirmed that the insulin pump was not exposed to a change in altitude and the time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.